Event description:
It was reported in an abstract that 11 patients with pseudoarthrosis (12 vertebrae; one male and 10 female patients) underwent balloon kyphoplasty procedures (bkp) as part of a study over a 15 month period. The mean age was 77.3 years (59 to 90 years). The mean period of postoperative follow- up was 9.9 months, and the mean duration from injuries to surgeries was 9.5 months. It was reported that there was one case of "cement segmentation". No complications associated with this event were reported. The type of cement used in this study was not specified in the abstract.

Manufacturer narrative:
Literature citation : shinji tanishima, satoru fukada, kenta moriwaki, hiroyuki ishii, yasuo morio. "Clinical results of balloon kyphoplasty for non-union following osteoporotic vertebral fracture". (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.